Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced low blood glucose (bg) of 50mg/dl with lethargy, vomiting, and blurred vision. The patient¿s bg was reportedly treated with oral carbohydrates per phone advice from the patient¿s healthcare provider. The patient reportedly remained on the pump. The reporter alleged that the bg excursion was associated with the pump¿s insulin on board (iob) feature not calculating properly into the bolus total. Customer technical support reviewed the pump with the reporter and confirmed that the iob feature was set to on and that the pump was subtracting the iob amount correctly. Troubleshooting determined that the iob setting needed to be adjusted. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump, in that the iob setting was not set appropriately for the patient.